Manufacturer narrative:
H3 other text : representative states screw was thrown away

Event description:
A company representative reported that a patient was experiencing pain approximately four months after implantation and underwent revision surgery to address migration of a yukon polyaxial screw at c2 and discovered another yukon polyaxial screw fracture at t2 intra-operatively. This report captures the second of two yukon polyaxial screws.

Event description:
A company representative reported that a patient was experiencing pain approximately four months after implantation and underwent revision surgery to address migration of a yukon polyaxial screw at c2 and discovered another yukon polyaxial screw fracture at t2 intra-operatively. This report captures the second of two yukon polyaxial screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.